Manufacturer narrative:
Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with 100 units of cold insulin. The customer added another 50 units of insulin and the cartridge load was successful. The customer's blood glucose (bg) level was 297 mg/dl and a bolus was delivered via the pump to address the bg level.